Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Blank display due to moisture damage on the electronics and motor. The insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display.

Event description:
Customer reported the screen on his insulin pump is blank. The backlight still works, but there is a constant vibration. Customer's blood glucose level is 181 mg/dl. The device shows no physical damage. Customer works in a lumber yard and a piece of lumber may have hit the device. He does not know of any moisture exposure to the device. Customer uses energizer batteries. The battery cap, battery compartment, and spring are not damaged or corroded. Customer tried a new battery, but the screen is still blank. He removed the battery for ten minutes and cleaned the battery cap contacts, but the display did not return. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.